Manufacturer narrative:
The customer rejected the repair estimate. The device was returned unrepaired to the customer.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps related to the sensor board during testing.